Event description:
It was reported that the insulin pump had scrolling numbers, sticking buttons, and an unresponsive keypad. The blood glucose reading was 150 mg/dl. The customer stated that the numbers seemed to be running up on their own when he tried to program a bolus. He also reported that he kept receiving failed battery test with multiple batteries. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected battery alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.